Event description:
It was reported that the patient received an inappropriate shock due to oversensing on the right ventricular (rv) lead. It was also reported that there was noise, high impedance, and a confirmed fracture of the pace/sense portion of the lead. The lead was explanted and replaced. During the explant, it was noted that insulation was visible. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).